Event description:
It was reported that the patient had a loss of therapeutic effect. It was noted the patient lost the use of group a, but they still have group b for stimulation. It was further reported that a wire was disconnected, but when an x-ray was taken, the health care professional (hcp) ¿couldn¿t tell anything from it.¿ it was noted the patient could feel the wire ¿3/4 inch of it¿, but they were not positive. It was further noted that the stimulation issue started a couple months prior to report. Patient outcome was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 399945, lot# j0537673v, implanted: 2005-(B)(6), product type lead product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient product ID 748940, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 748940, serial# (B)(4), implanted: 2005-(B)(6), product type extension product ID 399945, lot# j0537673v, implanted: 2005-(B)(6), product type lead, (B)(4).

Manufacturer narrative:
(B)(4).